Event description:
It was reported that the pump touchscreen was cracked and unresponsive. Reportedly, the customer fell and landed or rolled over the pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. The customer reverted to using an alternate pump for insulin therapy.